Manufacturer narrative:
The probable root cause of the error u02 attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and was able to reproduce the reported issue during in-house testing. The unit was tested on a golden system, presents u 02 error on startup and prevented full initialization (empty gui boxes). C 00 errors found in generator logs.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there was an error on the erbe generator. The customer power cycled the erbe multiple times without resolution. The intuitive surgical, inc. (Isi) guided the user through performing a hard power cycle of both the erbe and the da vinci system and instructed the user to remove the connectors at the back of the erbe; however, the error persisted. The tse advised that the erbe would need to be replaced. The customer stated that they do not have a backup force triad generator available.